Manufacturer narrative:
Product analysis: ¿ as found condition: the rist 079 catheter and rist catheter were returned for analysis within a shipping box, a plastic pouch, and a dispenser coil. The rist catheter was returned within the rist 079 catheter. ¿ damage location details: the rist catheter was found extending approximately 72.0 cm out from within the rist 079 catheter hub. The body of the rist 079 catheter was stretched between approximately 49.5 cm and 54.5 cm from the proximal end of the hub, with the rist catheter stuck within the rist 079 catheter. A separation in the rist 079 catheter body was noted at approximately 51.5 cm from the proximal end of the hub. The distal tip of the rist catheter was located within the lumen of the rist 079 catheter. No damages were found on the distal tip of the rist 079 catheter. ¿ testing/analysis: the rist catheter could not be removed from within the rist 079 catheter lumen. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿- catheter stretch¿ and ¿resistance in guide catheter¿ reports were confirmed. However, the customer¿s ¿difficulty navigation¿ report could not be confirmed. During the analysis, the rist 079 catheter was found stretched and separated with the rist catheter stuck within its lumen. Possible causes of ¿difficulty navigation¿ include incompatible devices, patient vessel tortuosity, damage to guidewire, catheter damage (i.e., kinked, bent, ovalized), or lack of continuous flush during delivery. Possible causes of ¿resistance in guide catheter¿ include patient vessel tortuosity, incompatible products, catheter damage (i.e., kinked, bent), flush rate too low, user does not hydrate external surface of catheter, or stopcock/hemostatic valve on microcatheter too tight. Possible causes of ¿catheter stretch during removal¿ include patient vessel tortuosity, catheter entrapment, incompatible devices, advancing or retrieving the intraluminal device against resistance, or excessive force used in procedure (pushing and pulling). Possible causes of ¿catheter separation/break¿ include advancing or retrieving the intraluminal device against resistance, patient vessel tortuosity, entrapment in vessel, or applying excessive force, thus exceeding tensile strength of tubing material. As indicated in the instructions for use (IFU), ¿the inner lumen of the rist 079 r adial access guide catheter is compatible with 6f (0.078 inch or 1.99 mm outer diameter) or smaller catheters.¿ the rist catheter has an outer diameter (od) of 0.070¿. Therefore, the rist catheter is compatible with the rist 079 catheter. Information regarding patient vessel tortuosity and use of continuous flush was not reported. The guidewire used in the event was not returned; therefore, an analysis could not be performed, and any contributing factors could not be assessed. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the rist 7f, there was difficulty navigating the rist after the distal tip reached the right subclavian artery. Resistance was encountered while attempting to move the rist forward, and it started to stretch and almost broke during removal. There was also difficulty in removing the rist from the radial access. The procedure involved a puncture in the right radial artery with a 5f short sheath, which was replaced by a 7f short radial sheath. The rist 7f was used with a rist 5f select catheter on a terumo 035 wire to access the left internal carotid artery. The wire easily reached the left common carotid artery, and the rist 5f select was hooked in the common carotid artery. However, the operator experienced difficulty navigating the rist 7f over the rist 5f select after reaching the right subclavian artery, leading to the decision to remove the rist. Despite the challenges, the rist was eventually removed from the radial access. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. The cause of the event was not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.